Manufacturer narrative:
Adc product quality engineering (pqe) investigated this alarm-2 (signal loss alarm) complaint. It was determined that the freestyle libre 2 sensor reported in this complaint was manufactured at (B)(4) with the incorrect low temperature ratio parameter of zero (0). The low temperature ratio parameter setting should be set at 187. The incorrect low temperature ratio parameter will prevent the sensor bluetooth low-energy (ble) radio from enabling in the operational temperature range, and as a result the system will not be able to present glucose alarms. This failure mode was identified during investigation of the track and trend review related to alarm-2 cases in april 2020. This issue was addressed in the field by adc fa1027-2020. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The temperature ratio setting is in the machine software and therefore, not captured in the DHR. If the product is returned, a physical investigation will be performed and a follow-up report submitted. As per the qr initiated for this issue, immediate, corrective, and preventative actions were identified as follows: software on affected kit pack lines has been updated to prevent the resetting of the low temperature parameter to ¿0¿. Impacted product within manufacturing control was determined to either be immediately scrapped or reworked. Rework and scrap of impacted product is currently in process, with an anticipated competition of january 2021. Update packaging line test limits and associated packaging line validation protocols to include applicable product software parameters for verification. This will ensure that the validation of additional packaging lines will include all the appropriate parameters for successful verification and validation. Anticipated competition date of this corrective action is 18-dec-2020. Update validation process to include requirements to perform functional testing of product to user requirement specifications. Anticipated competition date of this corrective action is 23-dec-2020. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a signal loss issue with the adc freestyle libre 2 sensor, resulting in the alarm not triggering. The customer subsequently became incoherent and lost consciousness. A healthcare meter reading of 20 mg/dl was obtained, the customer diagnosed with hypoglycemia, and treated with glucose injection. There was no report of death or permanent injury associated with this event.